Manufacturer narrative:
Other relevant device(s) are: product ID: 9733624, serial/lot #: unknown. A foot switch was returned for analysis. Analysis found that when connected to a known good system the returned foot switch was constantly in the "on" position. A check of the lemo connector found both wires twisted with the conductors shorting together. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the footswitch was broken and did not work. There was no patient present when this issue was identified.